Event description:
Per the clinic, the patient experienced performance decrement and discomfort at the implant site. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.